Manufacturer narrative:
Abbott laboratories identified negative interference from the drug n-acetyl cysteine (nac) with the architect lactic acid assay leading to falsely depressed lactic acid results. A product correction letter was issued to all current architect lactic acid customers. The letter informs the customer that patients undergoing treatment with n-acetyl cysteine (nac) may have falsely depressed lactic acid results. Architect lactic acid list number 09d89 is being discontinued. Customers who receive the final lots of list number 09d89 will be notified of the interference from nac via additional labeling (kit stuffer) contained within the reagent kit. All in-date architect lactic acid lot numbers are impacted as follows: list number, lot number, manufacture date, expiration date: 09d89-21, 31497un14, 09-dec-2014, 17-oct-2016 09d89-21, 09353un15, 24-mar-2015, 12-feb-2017 09d89-21, 45216un15, 10-jul-2015, 12-may-2017 09d89-21, 14596un15, 22-sep-2015, 30-jul-2017 09d89-21, 37055un15, 03-dec-2015, 12-oct-2017 09d89-21, 14782un16, 06-jun-2016, 21-apr-2018

Event description:
Abbott laboratories identified negative interference from the drug n-acetyl cysteine (nac) with the architect lactic acid assay. Interference resulting in > 10% depression in lactic acid results was observed at nac concentrations of 1600 mg/l and subsequently at 800 mg/l, but not at 80 mg/l. Patients undergoing treatment with n-acetyl cysteine (nac) may have falsely depressed lactic acid results. A falsely depressed result may lead a physician to mistakenly rule out lactic acidosis. No patient injury has been reported due to this issue.